Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis when the issue occurred. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Analysis of system logs identified that fluoro storage was not possible due to an image disk problem. As part of troubleshooting, the fse recreated the image store and subsequently replaced the image disks. However, as this did not resolve the issue, the image processing pc (ip-pc) with the drive was eventually replaced. After this replacement, the system was returned to use in good working order for resolving the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore re-evaluated this complaint as not reportable.

Event description:
It has been reported to philips that imaging was not possible. There was no reported patient or user harm. A philips field service engineer (fse) replaced the hard disc and the system was returned to use in good working order.